Event description:
It was reported that, during use, that the clearsight blood pressure (bp) was inaccurate when compared to the other "cnp blood pressure". The blood pressures continued to drop to 0/0 and then stop. The user re-zeroed the hemosphere pressure controller kit, which temporarily corrected the issue for a few minutes but then the event occurs again. There are no allegations of patient injury or harm.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was performed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Product code; dsb, product code name; plethysmograph, impedance. Product code; qms, product code name; adjunctive open loop fluid therapy recommender. Product code; dqe, product code name; catheter, oximeter, fiber-optic. Product code; dqk, product code name; computer, diagnostic, programmable. Product code; mud, product code name; oximeter, tissue saturation. Product code; fll, product code name; thermometer, electronic, clinical. Product code; qaq, adjunctive predictive cardiovascular indicator